Event description:
A dnr/dni (do not resuscitate/do not intubate) patient was admitted to the emergency department post respiratory arrest after outpatient dialysis. A bipap vision ventilator support system was set up on the patient. The bipap unit failed with a check vent light on screen and screen was very dark. There was no adverse effect on the patient; no patient harm. The bipap vision was quickly replaced with another unit. The non-operating bipap was sent to the hospital's biomedical engineering department. The biomed technician verified that the bipap alarmed "check vent" error 204. Because of the cost of the repair (to replace the dc/s board), it was decided to either use the unit for parts or repair at a later time if needed.